Event description:
Pt was having an open reduction internal fixation of fractured right third metacarpal followed by manipulative reduction and percutaneous pinning of the proximal fourth and fifth metacarpal fractures. While using the drill bit during the course of the surgery, the tip broke and lodged in the pt's bone flush to the fixing plate. This could not be retrieved by the surgeon.